Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's relative reported that the patient passed away due to aspiration pneumonia. The patient received the nasogastric feeding tube with unknown lot number on 01-mar-2018. The patient received a peg on 27-apr-2018. However, the wrong peg was inserted, a nutrition peg that could not be used for duodopa treatment. The patient received a new naso while waiting for an abbvie peg/j tube, the patient was hospitalized on (B)(6) 2018 due to suspected ileus and vomiting problems which was not confirmed. The nasogastric feeding tube was pulled out and discontinued on (B)(6) 2018. The patient died on (B)(6) 2018. The sample is not available for evaluation because it was discarded. It is unknown if an autopsy was performed. No further information available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. Additional information has been requested and a follow up report will be forwarded if further details are provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's relative reported that the patient passed away due to aspiration pneumonia. The patient received the nasogastric feeding tube with unknown lot number on (B)(6) 2018. The patient was hospitalized on (B)(6) 2018 due to suspected ileus problems which was not confirmed. The nasogastric feeding tube was pulled out on (B)(6) 2018. The sample is not available for evaluation because it was discarded.

Manufacturer narrative:
Additional patient information was provided. The reporter was unable to gain consent to provide the name or the address to the facility or health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's relative reported that the patient passed away due to aspiration pneumonia. The patient received the nasogastric feeding tube with unknown lot number on 01-mar-2018. The patient was hospitalized on (B)(6) 2018 due to suspected ileus problems which was not confirmed. The nasogastric feeding tube was pulled out the (B)(6) 2018. The sample is not available for evaluation because it was discarded.